Manufacturer narrative:
As the customer did not retain the finished goods lot number, the device history records could not be reviewed. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. (B)(4).

Event description:
An ophthalmic surgeon reported that "off and on" for the past few months, the two purple irrigation sleeves are different and that the thinner and lighter colored sleeve fits the tip more loosely causing the irrigation to leak forcefully from the wound and caused corneal edema during an unknown number of cataract procedures. No product samples were retained. Additional information was requested; however, none has been received to date.